Event description:
It was reported that after 20 seconds of ablation, there was a significant and sudden increase in impedance resulting in an error. Upon inspection, a char was observed on the catheter tip. During an ablation procedure to treat right atrial flutter and paroxysmal atrial fibrillation, a blazer ii xp temperature ablation catheter was used. After 20 seconds of ablation, there was a significant and sudden increase in impedance resulting in an error. Upon inspection, a char was observed on the catheter tip. Subsequently, the cable was replaced followed by the catheter, but the error was not resolved. A third catheter was not used, and the ablation procedure was continued using a full biosense setup, wherein the same problem reoccurred just as the isthmus-dependent cavo-tricuspid (ict) block was nearly completed. The procedure was successfully completed with no patient complications. The device was disposed and will not be returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in block h6 (device codes). Investigation summary: with all the available information, boston scientific concludes that the reported events of device impedance high, catheter clotting/charring on catheter, and device steam pop could not be confirmed. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. However, a photo of the device packaging was provided, confirming the upn and batch number of the device. Without proper evaluation of the device, the investigation findings do not lead to a clear conclusion about the cause of the reported events. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. However, a photo of the device packaging was provided, confirming the upn and batch number of the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a review of the blazer ii xp temperature ablation catheter risk documentation was completed and confirmed that the events of device impedance high, catheter clotting/charring on catheter, and device steam pop were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem. The investigation findings do not provide a definitive conclusion regarding the cause of the reported event. Without proper evaluation of the device, the investigation findings do not lead to a clear conclusion about the cause of the reported events.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after 20 seconds of ablation, there was a significant and sudden increase in impedance resulting in an error. Upon inspection, a char was observed on the catheter tip. During an ablation procedure to treat right atrial flutter and paroxysmal atrial fibrillation, a blazer ii xp temperature ablation catheter was used. After 20 seconds of ablation, there was a significant and sudden increase in impedance resulting in an error. Upon inspection, a char was observed on the catheter tip. Subsequently, the cable was replaced followed by the catheter, but the error was not resolved. A third catheter was not used, and the ablation procedure was continued using a full biosense setup, wherein the same problem reoccurred just as the isthmus-dependent cavo-tricuspid (ict) block was nearly completed. The procedure was successfully completed with no patient complications. The device was disposed and will not be returned for analysis.